Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the egd procedure, the injection gold probe device was inserted into the patient and positioned within the stomach to treat an active bleed. However, the probe failed to deliver current and cauterize the tissue. The injection gold probe was removed from the patient, and the hemostasis was completed with a sclerotherapy injection. No visible damage was noticed to the injection gold probe device; the probe was not tested prior to insertion into the patient. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.